Event description:
It was reported that the patient underwent a surgical procedure related to an artificial urinary sphincter (aus) for unspecified reasons. No event details or patient impact were reported. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.